Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/30/2020. Corrected information: b1, h1: it was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2020-06508 is not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle too easily. There were no adverse patient consequences reported. No additional information was provided.